Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be implanted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 25mm, non-abbott balloon. It was noted to be migrated towards aorta, and a valve-in-valve procedure was performed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The implanter believes the cause of migration to be the post-bav balloon. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.